Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose level at the time of the incident was 52 mg/dl, but dropped to 40 mg/dl in the ambulance. Customer's blood glucose levels at the time of hospitalization was 61 mg/dl after the customer was treated with sugar. Customer's mother stated that the set was changed at the hospital but it kept loosing signal both under and after insertion. Customer's mother reported that the insulin pump did not alarm at all. Product is being returned and replaced.